Event description:
Through implant patient registry it was learned that a 27mm 7300tfx valve in the mitral position was explanted after an implant duration of 3 years, 6 days due to mitral valve thrombosis and severe stenosis. The explanted valve was replaced with a 29mm 11400m valve. Per medical records, the patient was hospitalized on june and was treated with lovenox (the patient previously developed severe allergy to coumadin resulting in skin necrosis) for her mitral valve thrombus vs mass. The patient was not treated with antibiotics at this admission as blood cultures were negative and was afebrile. Echo findings in july were similar to june. Blood cultures have remained negative. The patient now presented with fever, malaise and back pain. The patient on IV antibiotics and lovenox. The patient underwent redo mvr with 29mm 11400m valve, avr and root replacement with non-edwards valve and homograft conduit CABG, and iabp placement. Intraoperatively, the prosthetic mv was completely destroyed with large clot or healed vegetations on the leaflets. The valve was well seated with no leaks. The patient was transferred to the sicu in stable condition.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots on the device/graft. There may be cases of incidental finding by imaging (CT scan) of thicken leaflets (halt) when the patient will benefit from a close follow-up and may be treated with oral anticoagulant. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors.

Event description:
Through implant patient registry it was learned that a 27mm 7300tfx valve in the mitral position was explanted after an implant duration of 3 years, 6 days due to thrombosis and severe stenosis. The explanted valve was replaced with a 29mm 11400m valve. Per medical records, the patient was treated with lovenox on june and was later placed on IV antibiotics. The patient underwent redo mvr with 29mm 11400m valve, avr and root replacement with non-edwards valve and homograft conduit CABG, and iabp placement. Intraoperatively, the prosthetic mv was completely destroyed with large clot or healed vegetations on the leaflets. The valve was well seated with no leaks. The patient was transferred to the sicu in stable condition. The patient was discharged to rehab in stable condition on pod #14.

Manufacturer narrative:
H11. Additional narrative: updated b5 and h6.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 27mm 7300tfx valve in the mitral position was explanted after an implant duration of 3 years, 6 days due to unknown reason. The explanted valve was replaced with a 29mm 11400m valve.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Based on the information available, a definitive root cause cannot be conclusively determined.